Event description:
The customer reported that during a neuro-radio examination, the user wanted to place coils in an aneurysm. During acquisition, it was not possible to see the progression of the catheter on the screen. As a consequence, the catheter went too far and perforated the aneurysm. The patient died after the examination.

Manufacturer narrative:
(B)(4). Investigation is still ongoing on this event. When investigation is completed, a follow-up report will be sent to the FDA.